Event description:
On (B)(6) 2011, pt reported the down button on the infusion device stopped functioning 10 days ago. This was noticed when the down button did not respond when pt tried to bolus. Pt boluses 4-6 times per day and has used this infusion device since 2008. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.